Event description:
It was reported that, during a procedure, an error code 188 (cooling flow switch error) occurred. It was noted that the patient stayed in the hospital. The patient and procedure outcome were not provided. This event is reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was serviced on site. During service, a defective chiller was identified exhibiting multiple cooling-related errors. The chiller, flow switch, and the main controller pcb were replaced. Following the replacements, the system was fully tested, all power settings were verified to be within manufacturer specifications, and the system met requirements. The system was confirmed to be fully operational. Based on the service findings, the reported allegation is confirmed. The recon main controller pcb was returned for product analysis. Upon visual inspection, the component was found to be in overall good physical condition. No functional testing was performed. Since the issue was resolved by replacing the components mentioned above, the reported allegation was confirmed.

Event description:
It was reported that, during a procedure, an error code 188 (cooling flow switch error) occurred. It was noted that the patient stayed in the hospital. The patient and procedure outcome were not provided. This event is reported for aborted/cancelled procedure with a patient under anesthesia.